Manufacturer narrative:
Batch review performed on 22 april 2025. Lot 2414479: (B)(4) items manufactured and released on 30-09-2024. Expiration date: 2029-09-02. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional components revised and involved: batch review performed on 22 april 2025. Gmk-spherika 02.12.e0210fl tibial insert fixed sphere flex size 2/10 mm l e-cross (k202022) lot 2429347: (B)(4) items manufactured and released on 02-12-2024. Expiration date: 2029-11-13. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from primary, the patient came in reporting pain due to joint luxation (femur from insert) caused by patellar tendon rapture. The surgeon revised all components to hinge. The surgery was completed successfully.